Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: shoulder surgery. Cathplace: joint space. Patient alleges chondrolysis following a placement of a pain pump on (B)(6), 2010.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided; therefore the device history records (DHR) could not be reviewed. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. On 8/8/2007, I-flow also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E).